Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was not outside the labeled altitude operating range. Reportedly, the customer reloaded the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 400 mg/dl.